Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was over 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection, insulin pin and insulin pump for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contact their health care professional regarding the high blood glucose. Customer stated that the insulin pump did not working and not giving insulin. Customer did not allege insulin pump was under delivering. Customer stated that was getting no deliveries and the insulin pump did not rewind. Customer stated that they did not have a battery. Customer stated that the insulin pump had black spot at bottom of battery compartment. Customer states no damage to inside of battery compartment. Customer stated that the insulin pump was completely blank. Customer was not calling back after receiving a new battery cap. Customer states they having blur vision customer not on the insulin pump right now and customer using insulin pin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08715 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Insulin pump was monitored for 6 days. No blank display noted. Insulin pump had corroded battery tube, minor scratched display window, scratched case, broken belt clip slot, scratched reservoir tube window, a partially broken reservoir tube lip and a stained end cap sticker. The electronic assembly and the motor had moisture damage. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.